Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical adverse event received for slight gait instability left knee. Event is not serious and is considered mild. Event is possibly related to device. Event is not related to procedure. Date of implant: (B)(6) 2019. Date of event: unknown in 2023. (Left knee). Treatment: recommendation for knee control in the orthopedic department. Depuy products used (no revision completed).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Product description: attune ps fem lt sz 8 cem. Product code: 150410108. Lot number: 9077967. 1) quantity manufactured:(B)(4). 2) date of manufacture: 23-mar-2019. 3) any anomalies or deviations identified in DHR: no non-conformances / manufacturing irregularities related to the malfunction were identified. 4) expiry date: : 28-feb-2029. 5) IFU reference: 090200828. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : product description: attune ps fem lt sz 8 cem product code: 150410108. Lot number: 9077967. 1) quantity manufactured:(B)(4). 2) date of manufacture: 23-mar-2019. 3) any anomalies or deviations identified in DHR: no non-conformances / manufacturing irregularities related to the malfunction were identified. 4) expiry date: : 28-feb-2029. 5) IFU reference: 090200828.